Event description:
It was reported to philips that the system was unable to perform fluoroscopy when the arm was positioned transversely to the table. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips made a sincere attempt to gather further information concerning the clinical application of the system during the event, along with the outcomes for the patient and the procedure, however, the customer could not supply the requested information. The investigation was cancelled due to insufficient information, as confirmed by the fse. Details about the problem and its resolution are unknown. Efforts to obtain the necessary information were unsuccessful. The complaint file will be reopened if additional information is received. The codes were updated based on the investigation outcome.